Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but not displaying on the ilet, consistent with a communication issue between the continuous glucose monitor and the ilet controller. No adverse clinical symptoms reported. Outcomes included no impact requiring medical attention. User support included remote troubleshooting and education, including instructing the user to toggle the ilet settings and reenter the dexcom g7 pairing code to reestablish communication. Investigation of this case revealed a probable connectivity or pairing issue between the cgm and the ilet, which was addressed through user-guided reconfiguration steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to loss of signal between devices.